Event description:
Reactive advia centaur hav igm results were obtained for two different pt samples and reported to the physician. The pt samples were tested for hav total also on the advia centaur and the results were non reactive. The customer sent out the pt samples to be tested on an alternate method. The hav igm results were non reactive. A corrected report was sent with the non reactive results from the alternate method. It is unk if pt treatment was prescribed or altered. There was no report to adverse health consequence due to the discordant have igm results.

Manufacturer narrative:
The cause for the discordant reactive advia centaur hav igm result is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Reactive advia centaur hav igm results were obtained for two different pt samples and reported to the physician. The pt samples were tested for hav total also on the advia centaur and the results were non reactive. The customer sent out the pt samples to be tested on an alternate method. The hav igm results were non reactive. A corrected report was sent with the non reactive results from the alternate method. It is unk if pt treatment was prescribed or altered. There was no report to adverse health consequence due to the discordant have igm results.